Manufacturer narrative:
On (B)(6) 2016 medtronic representative performed an imaging system check-out, all areas passed. Performed multiple start-ups, shut-downs, and exposures with varying collimator positions. Reported issue could not be replicated. Performed system check-out. System performed as intended. No parts have been received by manufacturer for analysis.

Event description:
A medtronic representative received a report on (B)(6) 2016, alleging that while in a spine procedure two days earlier on (B)(6) 2016, a collimator error occurred with the site's imaging system. The surgeon attempted to take a spin when the imaging system gave a collimator error. This occurred after they had already taken two spins during the procedure, it was a long construct. Re-booting the imaging system restored normal function. The surgeon opted to continue and completed the procedure with the use of their imaging system and navigation. Delay in therapy was less than one hour. There was no impact on patient outcome.

Manufacturer narrative:
The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.

Manufacturer narrative:
(B)(6).